Manufacturer narrative:
The complaint cannot be confirmed for an air flow issue as the sample was not returned for investigation. The root cause of the complaint event cannot be determined. However, the compliant can be confirmed for a use issue, as statseal was used in the procedure. The use of statseal can obstruct the puncture site, preventing the use of patent hemostasis. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath (lhc) intervention, the tr bnad was inflated with 9ml per statseal protocol. 3 ml was let out per 20 min which left 6ml of air in band. Statseal was used; therefore, 8ml inflated initially then removed 3 ml after 20 min. Next intervals at 40 min later where observed 0ml in band. At 1 hour there was only 1ml remaining. A hematoma occurred and 5 more ml was inflated into the band as well as a second band was placed directly above the first band, and hemostasis was achieved. The patient was stable, and no blood loss was reported. The band was believed to be leaking from the balloon or band valve; however, no damage of the band was noted. 7000 heparin and 600 plavix were given.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.